Event description:
It was reported that this device entered safety mode during telemetry. No adverse patient effects were reported. The device was not implanted. Should the device be returned this investigation will be updated.